Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the customer insulin pump had a keypad anomaly. Customer's blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with all buttons responding properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No damage or moisture damage on keypad assembly and the keypad connector is not unlocked. Pump received with scratched case, serial number label fading, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.